Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Main investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted heartmate ii lvas controller log file. The loss of external power event occurred while the patient was using the mpu as their power source. The event log file contained approximately 6 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. Based on the power source indicator (rsoc) and power cable lead (cable) voltages, the mpu output was lost. Per the log file, the mpu appeared to be operating properly before and after the event. Multiple requests for the return of the mpu and additional event information were sent to the customer. The mpu was not returned for evaluation. No additional information was reported. The root cause of the loss of external powers while operating on the mpu was unable to be determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number (B)(4). It was reported that a log file was submitted for review. During the analysis of the log files, 1 no external power alarm was observed while the device was connected to the mobile power unit (mpu). This alarm was caused by the power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the connection with the mpu, or the house losing power. Flows well above the normal parameters were also observed. This is usually caused by something building up on the rotor of the pump.